Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the unit was not sensing. Analysis did find the upper and lower cases broken, the battery release contaminated, the side bail covers and side bails missing, the ring cover contaminated, the lead flex cover corroded, the battery contacts compressed and one output connector broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) was not sensing. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) was not sensing. The epg was returned for repair. There was no patient involvement.